Event description:
It was reported that this lead was implanted and during post-operative follow-up the next day after implant, the lead was discovered to have dislodged and required repositioning. The dislodgement was suspected by oversensing, failure to capture and high capture threshold, therefore, a chest x-ray was performed and confirmed the dislodgement. The lead was subsequently revised and successfully repositioned. No additional adverse patient effects were reported.